Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws. Model# was not provided.

Event description:
Advocate from (B)(6) stated his daughter received a hypo warning from her insulin pump. A blood glucose reading was taken on the contour next link 2.4 with a result of 90mg/dl. She was retested with the hospital meter and the reading was 54mg/dl. The patient did not have symptoms but was given grape sugar. The patient was in the hospital due to influenza. The advocate acquired a new meter. Strip information was not provided. Strips were not expected to be returned.